Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, missing o-ring, serial number label missing, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had cracks on reservoir threads. Also, it keeps scanning defective; the customer is unaware why this occurred. The customer's blood glucose was 180mg/dl. The customer agreed to return pump for analysis.